Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for a missing tab cap with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation; however, the issue relating to a missing tab cap was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for a missing tab cap with the incident lot was observed. Evaluation of the customer samples was conducted and a missing tab cap was observed. However, evaluation of the retain samples was conducted and a missing tab cap was not observed. Root cause description: based on the investigation, a root cause was not determined. Rationale: based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that two bd microtainer® contact-activated lancets experienced the protective shield/cap coming off, leaving the stylet exposed. The following information was provided by the initial reporter: no tab on cap.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that two bd microtainer® contact-activated lancets experienced the protective shield/cap coming off, leaving the stylet exposed. The following information was provided by the initial reporter: no tab on cap.